Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740. Version: 2.1.0. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that fixation from t12 to l4 was performed for an l2 fracture. After imaging, concern was noted regarding navigation accuracy during placement of the left t12 screw, which was placed, and similar concern was then noted on the right side. The inaccuracy was considered to be a few millimeters. The issue occurred with all instruments. Navigation was discontinued, and the remaining screws were placed using c-arm imaging. It was later reported by the assisting physician and scrub nurse that the reference frame may have been pulled after the imaging system was moved away from the patient when the protective drape was removed. All screws were placed using the c-arm. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.